Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin within the pump supplies and was not removing air bubbles from new cartridge. Tandem technical support educated customer on cartridge/insulin labeling. The customer reverted to an alternate method of insulin therapy.